Event description:
The customer called to report the insulin pump alarmed for compromised force sensor during the prime process. Blood glucose reading was 212 mg/dl. Customer noted that the drive support disk was protruded. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).